Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they had visited their physician and had not been made aware of the "battery depletion issue" with his device. The device remains in use. No patient complications have been reported as a result of this event.